Event description:
It was reported that there was damage to lid and battery latch, and downstream occlusion (dso). There was unknown patient involvement, and no patient harm or impact reported. Device evaluation revealed the dso sensor was out of calibration.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the downstream occlusion (dso) sensor was out of calibration. The dso sensor was calibrated to resolve this issue.